Manufacturer narrative:
(B)(4). If new information was to become available, the file will be re-opened and updated. A follow up MDR will be sent.

Event description:
The graft was verified before use and it was found to be unravelling. Customer used a different unit to complete the procedure. Surgery was prolonged.

Manufacturer narrative:
Trackwise # (B)(4). If new information was to become available, the file will be re-opened and updated. A follow up MDR will be sent.

Event description:
The graft was verified before use and it was found to be unravelling. Customer used a different unit to complete the procedure. Surgery was prolonged.